Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and hospitalization. The patient had a pericardial effusion, which was confirmed while panning intracardiac echocardiography (ice) throughout the left ventricle (lv). There was no drop in blood pressure or high force. They performed a pericardiocentesis on the patient and they were informed by the staff that there were 3l of blood drained, over an extended time of about 45-60 minutes and given back to the patient through a central line to help with hemodynamic stability. The last known status of the patient was that they were transported to CT surgery. The bwi products in the body during the case were a soundstar® catheter and a thermocool smarttouch® sf catheter. Additional information was received which indicated that the patient required additional surgical intervention and needed extended hospitalization for monitoring. No error messages observed on biosense webster equipment during the procedure. There were 28 rf ablations, all outside of the pulmonary veins. The settings for power and time were 40 watts / 60 seconds. Unknown if the event occurred during ablation. No transseptal puncture was performed. Retrograde aortic access. No evidence of any steam pop. The event occurred during the ablation phase. Prior to noting the pericardial effusion, ablation was performed.

Manufacturer narrative:
Initially, the d4. Catalog: unk_smart touch bidirectional sf was reported in the 3500a initial. The bwi product analysis lab received the device for evaluation on 15-apr-2026. Therefore, the product information was retrieved. Hence, updated the following fields. D4. Catalog: d134805. D4. Lot: 31752424l. D4. Expiration date: 9/21/2028. D4. Primary UDI number: (B)(4). H4. Device manufacture date: 9/22/2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).